Event description:
Caller reported that insulin gauge displayed an amount different than expected, showing 60 units instead of the expected 300 units, with a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and requested replacements for four discarded cartridges, which cts agreed to send via gw order. Cts also instructed the caller to call back for troubleshooting if the issue recurs and planned to send an email with links to cartridge load resources.